Event description:
During implantation of a left ventricular assist device (lvad), the chief perfusionist reported that the outflow graft had been pre-clotted with tisseel with no obvious issues in pre-clotting technique; however, when the pump was initiated, significant bleeding was observed in various areas of the graft including beneath the outflow graft bend relief. In order to reduce the bleeding, the operating surgeon initiated multiple rounds of blood products on the patient and placed a suture on the bend relief in order to create a "tamponade" to seal the graft. The surgeon also utilized fibrillar on the graft in order to slow the bleeding. Once the patient was transferred to the ICU, the bleeding reportedly continued throughout the night and multiple rounds of blood products were initiated and eventually the patient became stabilized.

Manufacturer narrative:
The patient remains ongoing on lvad support with no further issues. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.